Manufacturer narrative:
Information added to h3 and h6. Correction to b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue points were confirmed to have deformation. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Instructions for tjf-q290v operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject events. Instructions for tjf-q290v reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the dirt inside the duct opening could not be removed. It was probably bile.

Event description:
It was reported the duodenovideoscope had been incorrectly reprocessed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.